Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system pediatric user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A root cause cannot be determined for the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they experienced a rash that was red, itchy and swelling on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. The patient had been on vacation when the rash occurred and when arrived home on (B)(6) 2015, the patient went to the doctors and was prescribed methyl prednisolone tablets and hydroxyzine. The patient stated she did not think the rash was due to the sensor but either the cedar trees or a bladder infection. The patient is reported to be doing okay. No additional event or patient information is available.